Manufacturer narrative:
During eval, the ventilator audibly alarmed and failed to cycle. The device's power board was replaced to correct the problem. A damaged pressure switch on the power board caused the cycle failure. The damage to the pressure switch, and other ventilator components (cracked handles and side panels) that required replacement, is consistent with the device being dropped. There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately when it failed to cycle. The MFR will continue to monitor life support ventilator malfunctions that could cause the device to fail to meet performance specifications or otherwise perform as intended.

Event description:
A ventilator was returned to the MFR's service center for scheduled preventive maintenance. There was no allegation of device malfunction or pt harm.